Event description:
The pt has a scs system which includes two extensions from the same lt. The pt reported, she is not receiving stimulation and is experiencing auto-reducing when she tries to increase the stimulation. Follow up info identified x-ray imagery was taken and confirmed there was a break in the extension. The pt underwent a surgical procedure on (B)(6) 2014 to remove and replace the extensions. The extensions were found to have obvious breaks beneath the header. The pt is now receiving stimulations.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.